Event description:
It was reported that prior to use of the device it was noted that the guide wire exit port was kinked, but the kink was fixed and the promus stent delivery system (sds) was attempted to be advanced over the guide wire. The proximal end of the guide wire got caught with the guide wire exit port of the promus sds and there was resistance noted, but the promus stent did cross the lesion; however, during an attempt to deploy the stent, the balloon could not be inflated. The device was removed from the patient. There is a possibility that the air entered the inflation lumen and resulted in decreased heart rate and slow flow. The patient's heart rate decreased and there was slow blood flow noted under angiography. The patient's condition was stabilized and a non abbott stent was used to treat the lesion. Reportedly, there was no pre-dilatation or post dilatation performed. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.